Event description:
It was reported that the rigid video laparoscope had fuzzy image and gave scope communication error b30. Contact olympus during an inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3,h6,h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure (dents on distal edge) and no problem detected ( fuzzy image and gave a scope communication error error b30 ). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.